Event description:
Subsequent to the initial medwatch submission, additional information received reported that the stent was to be implanted in the native circumflex artery through a saphenous vein graft. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion and resistance/difficulty removing the stent delivery system could not be replicated in a testing environment as they were based on operational circumstances. Stent damage was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a calcified lesion in the circumflex artery. Pre-dilatation was performed and the 2.75 x 23 mm xience v stent delivery system (sds) was advanced, but could not cross to the lesion. During removal, resistance was met with the vessel and the stent struts became flared. A new sds was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.